Manufacturer narrative:
The device was received and evaluation was completed. A device history review revealed no issues that could have caused or contributed to the reported issue. The event history log review was completed and it noted the presence of multiple ¿door jammed¿ messages in the log. The reported issue could be reproduced during the device evaluation. The device was determined to not meet all product specifications related to the reported event. The reported "does not recognize a closed door" was verified. The cause was determined to be the upper link screw was found to be backed out during a visual inspection of the device. The link screws were replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump does not recognize a closed door. There was no patient injury or medical intervention associated with this event. No additional information is available.